Event description:
The customer reported that the system would not make an x-ray. It had to be rebooted several times to work.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep installed the new universal node, then tested the system for 10+ min. The system functions as intended.